Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure shortly after starting to pull on the tether post cut, the distance between the already deployed leadless implantable pulse generator (ipg) and the delivery system (ds) tip decreased and the external lead was also pulled resulting in dislodgement. The leadless ipg was successfully retrieved by re-locking the tether. The tines were tangled with the external pacing lead and it was suspected that the pulling was done with the lock-off, however there was a possibility that the pulling was done with the lock-on, specifically while flushing with saline before cutting the tether, to ensure to flush in both lock-on and lock-off states, but there was also a possibility that pulling was done in the lock-on state. The leadless ipg ds was attempted not used and replaced. No patient complications have been reported as a result of this event.